Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicates the revision was for a metal on metal pinnacle construct implanted in the left hip. There was no indication of revision for the patient's right hip asr prosthesis. If/when additional information is received, the complaint will be updated and a supplemental med watch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat foreign body reaction and fibrosis secondary to metal abrasion of the liner and femoral head. Upon entering the joint, the foreign body reaction was confirmed and brown discolored tissue was excised. The liner, head, and stem were removed. Doi: 2017; dor: (B)(6) 2021; left hip.